Event description:
The customer reported that the left monitor blacked out frequently. This issue will result in the loss of the live fluoroscopic image. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The left monitor was evaluated and replaced. The system was tested and found to be working as intended and returned to service.